Manufacturer narrative:
Check DHR for this po, all parameters meet the standard. Responsible person: (B)(6), date: (B)(6) 2015. Training the fqc, enhance quality control. Responsible person: (B)(6), date: (B)(6) 2015. Advice responsible person to avoid heavy impact on the wheel during transportation and use. Responsible person: (B)(6), date: (B)(6) 2015.

Event description:
Son of end user reported that while he was pushing his (B)(6) yr old mother in her v18rlr veranda wheelchair the spokes on the front wheels broke away from the rim. This allegedly happened on a city street, pavement was smooth. The wheelchair was allegedly stored in the garage for about a year and this was the first time that they had used it.